Manufacturer narrative:
A hill-rom textile engineer looked at the pictures of the damaged sling provided and established that a leg support loop had failed on a sling that looked rather new judging from the periodic inspection label. Wear on the loop would look very different from this with frays in the fabric consequently the loop must have been cut with a sharp object such as scissors. The sling will be returned to us for further evaluation. The general periodic inspection protocol liko slings and sabina support vests (7en160834-02), the inspection should be performed by a person who is suitable, has good experience and sufficient knowledge about design, use and maintenance of the sling. If there is a need to secure the competence of the person performing the inspection, liko offers the training periodic inspection of slings and instructor periodic inspection of slings. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the high back sling strap broke. There was no patient or user injury reported. The high back sling was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The lift was returned to hill-rom for manufacturers evaluation. Hill-rom textile engineer evaluated the damaged sling and confirmed that the sling loop must have been cut with a sharp object such as scissors. The instruction guide for original highback sling, 7en161112 rev. 5, states under care and maintenance: check the sling before each use. Check the following points with regard to wear and damage: ¿ fabric ¿ straps ¿ seams ¿ suspension loops do not use damaged lifting accessories. The instruction guide for original highback sling, 7en161112 rev. 5, states under periodic inspection: the product must be inspected at least once every 6 months. More frequent inspections might be required if the products are used or washed more often than normal. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating an original high back sling strap broke. There was no patient or user injury reported. The sling was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).